Event description:
Sorin group (B)(4) received a report that during the procedure, the pump did not operate properly. No error code was displayed. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. Sorin group (B)(4) has completed their evaluation. The pump was functionally tested without any issues. The reported problem could not be reproduced.